Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding during a bolus attempt. He removed the battery and noticed that the display was still showing icons on the top and the screen was frozen with no time advancement. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display. The electronic assembly was disassembled and reassembled and then monitored for three days. No blank display or frozen screen was noted during testing. No damage to the keypad traces or unlocked keypad connector was noted during the visual inspection. The time advanced properly. All operating currents were within specification and the insulin pump passed the self test with no unexpected battery alarm noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and corroded battery tube.